Manufacturer narrative:
To date no product nor data have been returned. The event was reported in post marketing surveillance report. No other clinical details have been shared. Should additional information be shared, that will point to the cause of the suspected hemolysis and blood product infusion, a supplemental report will be submitted.

Event description:
The patient in (B)(6) had a syncopal episode and was found unconscious. The impella 2.5 was placed for support for the patient in cardiogenic shock. During the support, the patient had 10 units of blood product infused for treatment of signs of suspected hemolysis, per physician statement in the post marketing surveillance report (pms). The patient was on support for 68 hours and is reported to be recovered. The pump was explanted and no other support was needed.